Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device exhibited a bd (battery depletion) code. Device data was sent for review. Data analysis confirmed the code was set due to numerous magnet applications and that the device was depleting at an appropriate rate. It was determined the patient was undergoing a non-device related procedure on the date of the magnet applications. Routine device follow-up was recommended. No adverse patient effects were reported.